Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was found leaking blood during use at the venous port which was broken. The procedure was completed by use of a temporary tube.

Manufacturer narrative:
Based on the complaint record information the actual device involved was a permcath catheter, however the sample received was a mahurkar catheter with 1 adapter (red). The catheter came inside a generic plastic bag and did not present signs of use and the blue adapter was detached from the arterial extension and it was not present with the sample returned. Visual inspection was performed. It was noticed that the red adapter did not present signs of use and no issues were found on the adapter during evaluation. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. Manufacturing performed 100% inspection for cracked adapters per procedure. The instructions for use (IFU) states that the customer has to perform an inspection before using the device. It also states not to use the catheter if it is damaged and over tightening the catheter connections can crack some adapters. The issue was not identified prior to use, the adapter became damaged after being in use for an undetermined amount of time. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The device history record (DHR) review indicated that there was no quality issues associated with this failure. All dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. This event it is addressed through a corrective and preventive action (CAPA), no additional actions were required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.